Event description:
Rails fully raised. Pt head trapped under upper left side rail and caught between siderail and inflating kinair medsurg air mattress. Bed head deck section raised ~10-20 degrees. Pt did not sustain injury.====================== manufacturer response for air flotation, low air loss support surface bed, kinair medsurg======================no response. Have requested entrapment zone testing data from them on this bed. They have not provided.